Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to corroded keypad traces. No button error alarms noted. It was unable to test operating currents due to unresponsive esc button. No battery out limit alarm noted. Unit had minor scratches on display window, cracked battery tube threads and missing end cap sticker.

Event description:
* It was reported that the customer received a button error alarm. It was also reported that the customer received a battery out limit alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 242mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.